Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed itchy welts all over his back and chest. The patient had decided to remove the lifevest. The patient then made his doctor aware and the doctor advised that the patient could remove the device if the itching was too bad. The patient reported that the irritation improved since being out of the lifevest.